Manufacturer narrative:
Correction: the correct suspect medical device is cp1150 magnet (strength 1 (I)), not cp1150 sound processor (sandy blonde) as previously reported. Section d has been updated to reflect the correct suspect medical device. Per the clinic, the patient experienced an infection over the magnet site related to the magnet strength, and was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced recurrent infections (site of infection not confirmed) and soreness associated with the use of the sound processor. Subsequently, a softpad was provided to relieve the symptoms, and a hardware exchange was performed. Additional information has been requested but has not been made available as of the date of this report.